Event description:
A thrombus formed at the base of the aneurysm in the middle cerebral artery during the procedure. It was treated with reopro and resolved with "no residual effects." The physician "attributed to the event to the procedure and that the relationship to the device was highly probable." The patient had "a hunt and hess score of "0" both pre and post procedure."

Manufacturer narrative:
A device history review was not performed as the batch number for the device in question was not available. The manufacture of the device includes several 100% inspections to ensure that devices meet material, assembly and performance specifications prior to release. Direct product analysis was not possible as the device remains implanted in the patient. The directions for use state "potential complications include but are not limited to: post-embolization syndrome, hematoma, hemorrhage, vessel perforation, emboli (foreign, thromboembolic), ischemia, vasospasm, revascularization, inadequate occlusion and neurological deficits including stroke and possibly death." This was a procedurally related event.